Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6112722. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that after using a 24 g x 0.56 in. Bd insyte-n¿ autoguard¿ shielded IV catheter, a clinician pressed the safety activation button but the needle did not retract and he/she obtained a contaminated needle stick injury. The mother of the source patient (an infant) had lab work drawn, which was negative for blood borne pathogens. The clinician followed up with the facility¿s occupational health clinic but it is unknown if he/she received any lab work or medication for this incident.